Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Analysis is on going.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to an inappropriate shock. The impedance for the shock was at 1 ohm. Review of the electrogram (egm) noted undersensing with an almost flat line appearance. Upon interrogation two codes for long charge times were noted. An x-ray was taken which showed the electrode was twiddled and was believed to have pulled back and touched the can, causing it to short out. Further information was noted that during the implant procedure the physician had trouble connecting the electrode to the can as the patient is tall and has a high body mass index (bmi). The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a charge timeout and long charge codes were record on (B)(6) 2016. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Information from the field noted that the electrode had been twiddled back to where it was touching the device. It is know that when a lead is dislodged it can cause oversensing, inappropriate shocks and noise. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted electrode.

Event description:
This report is being filed to report the analysis findings.